Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm and an aneurysm in the right common iliac artery that were treated with gore® excluder® aaa and gore® excluder® iliac branch (ibe) endoprostheses. After the iliac branch component (ceb) was deployed, the internal iliac artery was cannulated with a guidewire according to standard procedure. Afterwards the internal iliac component (hgb) was advanced, but a wire-wrap occurred with the already placed through wire. Reportedly it was not possible to further advance the hgb into the contralateral gate of the ceb and it was necessary to retrieve the device through the gore® dryseal flex sheath (dsf) with additional force. During that part of the procedure the endoprosthesis deployed within the sheath and it was necessary to remove the sheath together with the endoprosthesis. Afterwards it was observed that the device catheter was broken, but all components remained within the dsf. A new dsf was advanced and a new hgb was implanted. The procedure was concluded as planned. The patient tolerated the procedure.